Event description:
It was reported that during a vena cava filter placement procedure via femoral vein, resistance was allegedly met when pushing the filter in the filter storage tubing with the filter propeller and unable to release the filter. It was further reported that the filter was allegedly deployed partially that cannot be retrieved. Reportedly, the blood vessel was open to take the filter out. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned, and one fluoroscopic image was provided for evaluation. The image shows that the filter deployment has started in the left femoral vein. Upon visual evaluation on returned sample, one arm was observed to be bent. There is no anomaly noted to the device. Therefore, based on the sample evaluation, the investigation is confirmed for the identified material twist or bent issue as one arm was observed to be bent. However, the investigation is inconclusive for the reported failure to advance, partial deployment and difficult to remove as the reported issue could not be replicated in the laboratory conditions. A definitive root cause for the reported failure to advance, partial deployment and difficult to remove, identified material twist or bent issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Our firm received an FDA email correspondence on (B)(6) 2024 from MDR data systems team, (B)(6) indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. UDI related data quality updates only. The catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the similar denali product is identified in d2 (procode) and g4 (PMA/510(k)). D4: medical device expiration date- 2025-09-28. D4: UDI-(B)(4). G4: k240257, k160866, k143208, k130366. H4: device manufacturer date: 2022-10-01.

Event description:
It was reported that during a vena cava filter placement procedure via femoral vein, resistance was allegedly met when pushing the filter in the filter storage tubing with the filter propeller and unable to release the filter. It was further reported that the filter was allegedly deployed partially that cannot be retrieved. Reportedly, the blood vessel was open to take the filter out. The current status of the patient is unknown.